Manufacturer narrative:
Good faith efforts have been sent to confirm the patient outcome and if the burns were treated; however, the information was not available per the customer/account.

Event description:
It was reported that thermal burns occurred. An icepearl 2.1 cx 90 degree needle was selected for a cryoablation procedure to treat renal cell carcinoma (rcc) recurrence. The patient was anesthetized in prone position. Two cryoablation needles were used for the ablation. After the procedure was completed, it was noted that the ablation needle tubing had come in contact with the skin despite the usage of draping to protect the skin. Thermal burns occurred as a result.